Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms. The impedance measurements were checked and were noted to be in the 600 ohms range. Patient isometrics were performed, which produced noise on the rv channel, but was not sensed by the device. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.